Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported they were not getting relief from their therapy within the last three days, prior to the report. They would like to increase stimulation. The patient did not feel stimulation at the time of the report. The patient stated they were told they would not always feel stimulation, and that the implantable neurostimulator (ins) was on because they told them it was on after implant. The patient was not able to troubleshoot at the time. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that overall she has had a less than 50% symptoms improvement and the therapy hasn't helped 'in any real way'. The patient stated that her healthcare professional (hcp) was hoping between the interstim and a uterus revision (pelvic floor hiked up), the patient would see improvements. Prior to the uterus surgery, the patient was on program 1 which didn't work. After the surgery (about two weeks ago), the patient was moved to program 2 and has been there since. She reported still leaking and having frequency even after increasing stimulation to 1.2 volts on program 2. Patient services assisted the patient to switch to program 3 and she felt a slight stimulation sensation at 0.8 volts.